Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic visual inspection found that the rv lead did not appear to be fully inserted into the header, which may have contributed to the clinically observed high impedances. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to high right ventricular (rv) pacing impedances. The alert was delivered to the patient's clinic and dismissed. At this time, attempts to obtain additional information have been unsuccessful. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the device was later explanted due to elective reasons.

Event description:
The device was returned for analysis.